Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged that there was evidence of moisture behind the display with no damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/12/2014 with the following findings: the complaint could not be duplicated. There was no visible evidence of moisture behind the display screen. The pump was opened and no evidence of moisture was found inside the pump. The pump case was found to be cracked; and the leak test failed due to the cracked pump case. Unrelated to the initial complaint, the display screen was dim and discolored. The pump was powered on with a test display screen to a fully functional display screen. Also unrelated, the contrast keypad button was intermittently responsive. The keypad cover was removed and contamination was found under the contrast keypad button contact.